Event description:
Algorithm failure. Shocked twice on pulseless electrical activity rhythm which is normally a non-shockable rhythm. Device did not operate correctly. Not known if shock contributed to pt's death.